Event description:
Following an atrial fibrillation ablation procedure using a tacticath quartz ablation catheter, a pericardial effusion occurred. The ablation procedure was completed uneventfully on (B)(6) 2014 with a tacticath quartz ablation catheter that was used for ablation in the left atrium. The following day the patient exhibited low blood pressure and an echocardiogram displayed a pericardial effusion. A pericardiocentesis and subsequent surgery was performed to repair a hole near the left pulmonary veins. There were no performance issues with the tacticath quartz ablation catheter.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion may be procedure related. Per the IFU, cardiac perforation is a known risk with the use of this device.